Event description:
It was reported that the patient underwent explantation of an existing construct and implantation of new hardware to treat adjacent disc disease. The surgeon had difficulty removing a screw during explant of the old construct. The old construct had been implanted approximately five years. The tip of the crosslink driver broke in the crosslink. The broken piece was removed; no pieces remained in the patient. The surgeon was able to complete the explant. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B) (4): the product was not returned for evaluation. A review of the device history records did not identify any applicable nonconformance to specification. With the available information, a cause or contributing factor cannot be identified.